Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: k962106.

Event description:
It was reported that healing screw stops halfway. After placing the implant, the doctor tried to attach the healing screw, but it stopped halfway. He tried another one and it stopped as well. No health hazard. Tooth site # 18.

Manufacturer narrative:
Zimvie received one (1) 1994, (impl twist mp-1 5.0 mm 10 mm) for evaluation. Visual evaluation was performed, the healing screws have signs of use, and the threads were damaged, and do not seat on the implant. DHR review was completed for the subject lot number 2022011363. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022011363 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : does not seat. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002j2, the most likely root cause determined from the investigation was insufficient instructions for use, insufficient training, inadequate instrumentation, inadequate packaging. Therefore, based on the available information, a device malfunction did occur. The healing screws have signs of use, and the threads were damaged, and do not seat on the implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.